Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm condition. Technical support instructed the customer to gently clean the speaker holes and reconnect the pump cartridge. After waiting the recommended time, the customer was able to resume insulin delivery, and the alarm did not recur. The pump returned to normal operation, and technical support provided tips for preventing future altitude alarms, which the customer acknowledged.